Event description:
The customer reported that on (B)(6) 2013 her blood glucose and insulin history is as follows: time 03:27 pm, bg (mg/dl) 141. She decided to deactivate the pod. Upon removal she noticed the cannula had dislodged from the infusion site. At 10:45 pm she was able to activate a new pod and her bg lower to 238 mg/dl.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported product condition. The user reported a dislodge cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. No product lot number was reported therefore no qualification records were reviewed.